Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been trying to get the recharge efficiency bars to fill up to full for an hour today but was getting poor coupling. Repositioning the recharger antenna didn't resolve the issue. The patient said that the recharger antenna cord was damaged. Ps emailed repair to send replacement recharger antenna to patient. Patient said this was the second time their recharge antenna had been replaced due to damage. Pt also said that since getting the implant they had trouble finding the "sweet spot" to charge the implant. The patient said the implant was close to the surface and seemed to be flat. Ps reviewed information about transitioning to the wireless recharger. Ps sent message to field regarding elective replacement of insr with wr. Ps redirected pt to hcp regarding the difficulties finding sweet spot over implant while charging. Patient said their dbs symptoms (tremors) were controlled right now and the dbs therapy was on. Pt said that they have had issues with their tremor before even when their dbs therapy was on and said that only happened once.